Event description:
The customer reported the patient net central monitoring system had a hard drive error, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the hard drive. The system was tested to factory's specs. It functioned normally and was returned to use.